Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample and/or batch number. Without the actual device, a thorough investigation could not be performed, and the reported defect was unable to be confirmed. Furthermore, a review of the discrepancy management system database was unable to be performed because the batch number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: increased bubbles noted in IV set when infusing ivig, causing air in line during use. No injury reported.